Event description:
Senseonics was made aware of an incident where hcp was unable to remove the user's previous sensor. An incision was made, and the user is currently doing well. The sensor was palpable, and the transmitter was used for localization; however, extraction was unsuccessful. The next sensor removal is planned in six months using ultrasound guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
D2b.corrected from sba to qhj.